Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately calcified vessel in the forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body without any issues. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
D4 lot number updated. Device evaluated by MFR: a mustang 5.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear approximately 13 mm in length beginning approximately at 8 mm proximal to the distal ro marker and extending to 5 mm distal past the distal ro marker. An examination of the balloon material and markerbands identified no other issues. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately calcified vessel in the forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body without any issues. The procedure was completed with another of same device. No patient complications were reported.